Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The customer got up to get ready for work, was feeling bad, so he did not go to work. The customer had high blood glucose above 400 mg/dl but by noon it was lowered to 125 mg/dl. The mother went to check on the customer at bedtime. He was not breathing. CPR was performed. The paramedics were called who performed more CPR. The caller stated that the customer had been to the doctor's office the day before passing. He had gone to the emergency room several times in the past; one time he didn't even tell his mother and just went. The customer had eye surgery several weeks before passing and was really stressed over it. He had stomach problems, had bleeding behind the retina, but had laser surgery after that. The mother of the customer was unsure if the paramedics removed the insulin pump or if it was removed before that. The caller agreed to return the insulin pump.